Event description:
The hosp reported that during an off pump procedure, lubricant from the knob got on the pt's heart. The surgeon was able to clean it off without any further issues. No pt complications were reported.